Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who has an implantable neurostimulator (ins). The reason for call was caller stated that they have been dealing with pain that is not related to their back. Caller stated they haven't seen a manufacturer representative (rep), and the healthcare provider told them to call to see if there's something that can be done. Caller added that when they turned the stimulator on to deal with the pain, they had to immediately turn it off because the pain was like they were hooked up to an electrical outlet and the stimulator intensified it. Caller noted they were using the stimulator up until the pain started. Agent asked caller if they had any injuries or falls prior to the pain starting, and caller stated they fell a couple times in the last couple months, but they haven't had any injuries. The issue was not resolved. The patient was redirected to their healthcare providers to further address the issue. Agent provided caller with national answering service (nas) number for healthcare provider office to call.